Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) likely undersensed ventricular fibrillation (vf). The patient required external rescue, as the ICD did not provide therapy. R-wave sensing has decreased since implant, while impedance and thresholds have remained stable.